Event description:
The customer observed a false negative hbsag result from a patient sample from the umbilical cord on the architect i2000 analyzer. The following data was provided from an aliquot: hbeag, hbcab - positive. Hbsag, hbeab and hbsab - negative. Then the original sample was retested: hbeag: 275 positive. Hbsag: 21 iu/ml positive. Retested again on another method: hbsag: 0.38 iu/ml (positive). Finally retested at a reference lab: hbsag: 5.47 iu/ml (positive). Hbsag confirmation: positive. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and clinical sensitivity testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The samples were not available for return. Clinical sensitivity testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation, the assay performed as intended and no product deficiency was identified.